Event description:
It was reported that the ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately 4 to 6 months ago.